Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? On which firing did this occur? On this firing, was the staple line complete? On this firing, what was the shape of the staples (b-formation, irregular, legs straight)? On this firing, did the device cut? If the device cut, was the cut line complete? If the anastomosis was imperfect, please provide details about the imperfection. How was the device removed from the patient tissue? Was there any change to procedure due to the device being locked on the colon? If yes, please explain.

Event description:
It was reported that during an unknown procedure, the clip stopped working after laying the third row of staples. The clamp was locked on the colon with a risk of an imperfect anastomosis. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Expiration date: 08/02/2020. Manufacture date: 09/02/2015 the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.